Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier (B)(6). Weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient reflected pain at the implant site at tooth location #41 and came to the clinic for examination. Infection was found and the implant was then removed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One (1) imp, tsv, 4.1mm, sbm, 11.5 (tsv4b11) was returned for investigation and was reported to be removed due to infection. However, upon visual evaluation of the implant a fracture at the collar was identified. Zimvie is not responsible for any damage caused by the clinician's removal of the device. DHR review was completed for the subject lot number (63750132). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, the reported event of infection is non-verifiable. However, the investigated event of fracture was confirmed as the implant was fractured at the collar.